Event description:
During troubleshooting for a check patient line alarm, it was noted that a patient observed air in their patient line when they connected themselves for therapy. The event occurred during fill one of five of peritoneal dialysis therapy on the homechoice machine. The air was observed prior to connection. Proper procedures were reviewed and the patient planned to start therapy over using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. This is a report of a patient who connected themselves to the patient line when air was still visibly present in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.